Event description:
Gamma nail broke at the drill hole for the lag screw. The nail had been implanted for a period of five years. The nail and associated products were explanted and replaced with tep solution. Two days after explantation, the patient expired from cardiac arrest.

Manufacturer narrative:
Evaluation results indicate that the nail broke due to material fatigue. A connection between the death of the pt and the fracture of the nail could not be determined.